Event description:
It was reported the patient received the following results within 15 minutes: 253 mg/dl, 192 mg/dl, 130 mg/dl and 109 mg/dl.

Event description:
It was reported the patient received the following results within 15 minutes: 253 mg/dl, 192 mg/dl, 130 mg/dl and 109 mg/dl.